Event description:
During transport of this pt from the emergency department to intermediate care on bipap v60, the bipap screen went black and said "vent inop". Pt was removed from machine and the machine was turned off and back on. Pt was in no distress and o2 sat remained 99%. The pt was placed on the bipap machine a 2nd time and it appeared to be working correctly. Then again a 3rd time the screen went black again and showed vent inop. Pt taken off this bipap and placed on a different machine. Pt was never in any distress during transport and o2 sat remained 99%; (B)(4).